Event description:
I was undergoing treatment for depression at ucla tms clinic from (B)(6) every day. During and after the treatment, I've developed increased light sensitivity, sound sensitivity and jaw pain and eye pain at night. I still feel the jaw pain and the pulses in my ear that get worse at night. When I exercise, I get pms pulses back on both sides of my head. In addition to I now have to wear sunglasses indoors and headphones indoors and outdoors. I cannot stare at the computer for more than 15 minutes. On the last day, the doctor placed the tms magnet very close to my eye and I've been having eye pain and intense jaw pain. I had increasing ear pain during the session, even with earplugs the doctors dismissed it saying is allergies when it was actually trigeminal nerve activation from tms.